Event description:
(B)(4). Had several ringworm type rashes on various places of my body a week after getting essure placed. I am also currently experiencing short-term memory loss, brain fogginess, irregular menstrual cycles ( I get one every 2 weeks!) Moods swings, lack of libido, I occasionally experience toothaches after having essure placed as well. I've only have this device for 6 months and I've experienced too many adverse side effects since having it placed.